Event description:
The round end of the rumi broke off during removal of the uterus from the vagina. All pieces were intact. No fragments of disposable left in patient. Disposable is sequestered and given to supply chain specialist.